Event description:
It was reported that during a cholecystectomy procedure, when the surgeon fired the clip, jaw wasn't opened. So he had to pull it, and tissue was torn by it. There was some bleeding problem, but not serious. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.